Event description:
It was reported to philips that the tempus pro touch screen does not retain calibration.

Event description:
It was reported to philips that screen will not calibrate. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.